Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. Evaluation findings of fiber broken. Evaluation findings of fiber broken within the connector. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber was broken in two pieces. The first piece was 279cm in length and included the sma connector. The second piece was 35cm in length and included the fiber tip. The exposed glass tip measured 3.0mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the fiber break was extremely weak. Effective laser transmission was not measured due to the fiber that broke. The condition of the returned device confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy with holmium laser lithotripsy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser fiber was defective. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber's body broke and it was also broken within connector.